Manufacturer narrative:
Based on the information available, the cause of reported issue was not able to be identified as no additional information was received despite multiple gfe (good faith effort) attempts.

Event description:
It was reported to philips that the device was unable to get a proper ECG waveform while in use on a patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed."